Manufacturer narrative:
(B)(4). Investigation - evaluation: a review of the complaint history, device history record, documentation, quality control, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed the presence of a hair-like fiber within the packaging. The seals of the package were still intact. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications and no gaps in production or processing controls were noted. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause was able to be determined. This failure is likely to be manufacturing related, specifically due to operator error, as the device was not rejected per the appropriate quality control procedures. Per the quality engineering risk assessment no further action is required. We will continue to monitor for similar complaints.

Manufacturer narrative:
(B)(4). PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported during a breast localization procedure, a hair like "fibre" was found in an unopened kopans modified breast lesion localization needle pouch. Another device was used in the procedure. As reported, the device did not make patient contact; therefore, this device issue did not cause an adverse effects to the patient.